Event description:
Complainant alleged that the clinicians were attempting to monitor a pt, but when the stat pads multi-function electrodes were connected to the device, the unit displayed an "electrode off" message. The clinicians then obtained another device to successfully monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.